Event description:
It was reported that during a procedure of the mid right coronary artery, during post dilatation of a 3.0 x 30 mm xience stent, the nc trek otw was used without incident and removed from the anatomy. The tip was 'looked at' and saved for later use if necessary in the procedure. It was noted that the balloon was thought to be 'slick' (watermelon seeding), and lacked support. The lesion was long therefore, two different stents were implanted without reported issue. The xience stent was deployed using 14 atmosphere (atm) at 13 seconds. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: 3drc, runthrough. Guide cath: runway, 6fr 3drc. Stent: xience prime 3.0 x 30mm. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.